Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v847452, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient's daughter reported her mother had the system removed about 2-2.5 years ago. The reason for removal was that device wasn't helping with symptom control. The caller thought her mother said that it worked initially. The patient did not make any adjustments herself would go to hcp (healthcare provider) office. They went to hcp office just for a general check up and hcp reported the device had broke apart so the patient had system removed. The caller did not know any more specific information other than hcp said it was broke. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.